Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe when removing the shield, the hub detached. The following information was provided by the initial reporter, translated from japanese to english: when trying to remove the needle cap, the needle has come off.

Manufacturer narrative:
Customer returned photos of a 3/10cc syringe. Customer states that the hub was detached when the shield was removed. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 21oct2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with a gap between the barrel of the syringe and the needle assembly. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 has been opened to address this issue."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe when removing the shield, the hub detached. The following information was provided by the initial reporter, translated from japanese to english: when trying to remove the needle cap, the needle has come off.